Event description:
It was reported the patient thought she may have ¿pulled her back.¿ the patient had a lot of pain that started on her right side through her hip and went down to the side of her thigh and ankle. It was later reported that the patient twisted their back between l1 and l2 or l2 and l3. The patient asked if their implantable neurostimulator (ins) could be programmed to cover higher than the electrode placement. The pain was right above where they were placed. This happened a couple of weeks prior in may 2015. The patient got a shot in their back more than 3 to 4 weeks prior and a week after they hurt it. Stimulation was meant to go down the back of their legs, and at the time of the report it went down the sides of their legs. This occurred when the patient twisted their back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. (B)(4).